Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the segment fluid damage, the ground wire coating damage, the objective lens broken, the angle wire play, the insertion flexible tube attaching nut corroded, the segment corroded, the ccd drive pcb corroded, the nozzle gluing missing, the segment steel braid deformed, the water nozzle deformed, the insertion flexible tube leak, the remote control buttons leak, the light guide cable leak, the remote control buttons cut, the water jet tube dirty, the air nozzle dirty, the lg water jet supply tubes dirty, the lg prong top loose, the distal body worn out, the down pulley wire rupture, the up pulley wire rupture, the ccd module with drive pcb pixels, the ccd drive pcb disconnected wires, and the ccd module with drive pcb objective lens cracked; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).